Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customers blood glucose level was 219 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 - motor picasso - basal issue was verified, but the ui: load fill estimate-minimum fill notification issue could not be verified. The information will be used for tracking and trending purposes.